Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump was unable to verify button anomaly due to physical damage to lcd glass. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window and case.

Event description:
Customer reports to have moisture under display screen due to falling into a swimming pool with insulin pump attached. Customer's blood glucose was unknown. Customer reports that insulin pump was also cracked and buttons were not working. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.